Event description:
It was reported that the patient had their device replaced. The patient felt that the battery did not hold a charge after having hernia surgery. The patient stated that she was not ¿grounded properly.¿ the patient felt that the battery was not providing her with comfortable stimulation. The patient had less than 50% therapy relief. The patient was noted to be alive with no injury. It was further reported that the patient was getting good coverage and pain relief post operatively. The patient was receiving effective therapy. It was further reported by the patient's physician that the stimulator had depleted prematurely. It was stated that stimulation was in the wrong body location. The patient required hospitalization due to the event but the patient recovered without sequelae.

Manufacturer narrative:
Final device analysis of the stimulator (ins) revealed no significant anomalies. The ins required a battery recharge when received. According to the trace report obtained from the ins the total recharge count was 38. The last recorded recharge session done while the device was implanted, was on (B)(6) 2000. The device was recharged for 18 minutes and the battery charged from 3.48v to 3.64v. The battery discharged to the lock mode on (B)(6) 2014. Note that the clock had been reset. In the mpxr the patient states the device had over discharged. The over discharge count is at zero in the trace report. A por had occurred, cause unknown, all dates prior to explant are in the default year 2000. Suspecting copper trace anomalies; the ins was sent to mtc for further analysis. Pal analysis verified the device to be fully functional when powered by an external supply. No copper trace anomalies or mcr were found during optical inspection.

Manufacturer narrative:
Product ID 39565-65, serial# (B)(4), implanted: 2012 (B)(6); product type lead product ID 39565-65, serial# (B)(4), implanted: 2012 (B)(6); product type lead product ID 37754, serial# (B)(4); product type recharger product ID 37746, serial# (B)(4); product type programmer, patient (B)(4) . Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.